Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient that the patient lost stimulation approximately a year ago. In addition, the patient stated she has not used the device in a long time as her pain had subsided. In addition the patient's programmer reflects a communication error. As such, the patient may undergo surgical intervention to address the issue.